Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for high blood glucose. Customer's current blood glucose reading is 275 mg/dl. The blood glucose reading at the time of the event was 449 mg/dl. Customer was given ten units of insulin. Customer stated that insulin does not seem to be getting delivered from the insulin pump. During troubleshooting, the time and date are correct. Programming is correct. Manual prime is correct, insulin exited the insulin pump. High pressure test passed. Nothing further reported.